Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. A replacement procedure was scheduled in the near future. This crt-p remains in service. No adverse patient effects were reported. Additional information was received stating that this device was explanted. Other than the intervention no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.